Manufacturer narrative:
It was reported very sluggish flow: the tubing below the drip chamber appeared to be fused. Received from the customer is one used primary set model: 2420-0007, lot: 20016819. Attached to the set¿s male luer end is a non-bd extension set. Also received is a non-bd microclave. The primary set was received with the bottom half still taped and coiled. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. A kink was observed in the tubing approximately 1 inch below the drip chamber. Functional testing was performed by filling a lab IV bag with bleach water and attaching it to the set allowing fluid to flow through the whole set by gravity. Gravity testing confirmed that the fluid flow was slowed due to the kinked tubing. The kinked tubing was able to be massaged out and straightened for further functional testing. The set primed via gravity successfully with no sluggish flow occurring throughout the set. The set configuration was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusion completed successfully with no alarms occurring. Equipment used for testing performed on 20aug2020: 8100 alaris system lvp #3 eq08470 5-jun-21, 8015 alaris pcu 1.5 #2 eq10291 20-mar-21. A device history record for model 2420-0007 with lot number: 20016819 was performed. The search showed that a total of (B)(4) units were built on 20jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer. Manufacturing has previously investigated the tubing kink issue. The root cause of the kinked tubing was determined to be due to improper coiling and pouching during the manufacturing process. Public clinical information instructs to massage crimped / kinked areas to facilitate flow.

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged and leaked. The following information was provided by the initial reporter: material#: 2420-0007 batch#: 20016819 new info received 15 jun 2020. It was reported very sluggish flow: the tubing below the drip chamber appeared to be fused. New information received 15 jun 2020: "IV tubing below drip chamber kinked / fused together. Rn was spiking fluids when noticed the fluid wasn't running through the tubing normal, very sluggish. Rn looked at infusion set and noticed below the drip chamber tubing was fused together causing problem. Rn restrung fluids with other tubing with no additional issues".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged and leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch#: 20016819 new info received 15 jun 2020. It was reported very sluggish flow: the tubing below the drip chamber appeared to be fused. New information received 15 jun 2020: "IV tubing below drip chamber kinked/fused together. Rn was spiking fluids when noticed the fluid wasn't running through the tubing normal, very sluggish. Rn looked at infusion set and noticed below the drip chamber tubing was fused together causing problem. Rn restrung fluids with other tubing with no additional issues".